Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a lead dislodgement that required a revision. No other specific lead details available at this time. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.